Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not properly delivering insulin for the first 12 hours. Customer's blood glucose level was over 600 mg/dl which was addressed by using an alternate pump. Reportedly, the customer continued to use the pump for insulin therapy.